Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that an implant procedure was aborted when the physician could not advance the leads into epidural space due to patient's scar tissue. However, the patient was hospitalized a few days later for a blood clot. Follow-up indicated that the patient has been discharged and there have been no further complications regarding this event.